Manufacturer narrative:
A visual examination of the device found it to have separated into two pieces. The separation appears to have a sharply defined edge, as though from a cut. No other defects or damage were observed. It was noted that the condition of the returned unit was consistent with the complaint incident that the feeding tube detached/ separated during placement. Based on all gathered information, the most probable root cause is ¿operational context¿. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when the device was being pulled into place through the stoma, the peg tube separated. The end piece of the tube, with the wire loop attached, fell inside the patient and was retrieved using a rat tooth forceps. Reportedly, a second incision site was made and the procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when the device was being pulled into place through the stoma, the peg tube separated. The end piece of the tube, with the wire loop attached, fell inside the patient and was retrieved using a rat tooth forceps. Reportedly, a second incision site was made and the procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event.